Event description:
Pt reported to emergenc dept. With complaints of infected penile prosthesis. Reported fevers for 2 days. Scrotal swelling, pain and discomfort. Penile prosthesis placed 5 weeks prior. Prosthesis removed.